Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 10ml s/su had foreign matter. The following information was translated from portuguese to english: I hereby inform you of the occurrence of the product. 10 ml syringe. Reason: syringe had dirt on the plunger.

Manufacturer narrative:
One sample received for investigation. Through visual inspection, foreign matter is observed on the plunger. Foreign substance is identified as dirt. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Manufacturing personnel have been notified of this incident to increase awareness of this matter.

Event description:
No additional information.